Event description:
It was reported to st. Jude medical that lead noise was being detected by the lower threshold crossing, causing the signal to be amplified. This resulted an inappropriate detection and therapy. The noise was reproducible with isometrics. The lead was explanted.